Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs patient programmer was not communicating with the ipg, the patient stated the programmer displayed the "ipg not found" message. The patient stated she experienced a fall in (B)(6) of 2016 and hit her ipg site. The patient stated she has not been able to turn the stimulation on or communicate with the ipg since. Follow up identified surgical intervention was taken and the patient's scs ipg was replaced. Stimulation therapy was reportedly restored postoperatively.